Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9323970. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the units were found to be free of any debris or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc had foreign matter in the cap. The following information was provided by the initial reporter: on (B)(6) 2020, at 09:00, the nurse was going to give the children intravenous puncture. When she was preparing for the retention needle, she found an unidentified black object in the heparin cap and immediately replaced it and reported it to the nurse.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc had foreign matter in the cap. The following information was provided by the initial reporter: on (B)(6) 2020, at 09:00, the nurse was going to give the children intravenous puncture. When she was preparing for the retention needle, she found an unidentified black object in the heparin cap and immediately replaced it and reported it to the nurse.